Event description:
Customer reports back to back testing with hospital meter while using the advantage system with results of 259 mg/dl on his meter and 89 mg/dl on the professional meter. No controls were run during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.